Manufacturer narrative:
(B) (4). The ge service rep replaced the hand control. The system operates as intended.

Event description:
The customer reported that the hand switch was broken and the unit fluoros by itself. No pt injury was reported.